Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/reporter contacted lifescan (lfs) on behalf of the patient alleging the patient¿s onetouch verioiq meter was prompting an unknown error message when she was attempting to test her blood glucose and was displaying inaccurately high reading compared to his feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue first occurred on (B)(6) 2013 at 8 am. The reporter stated the patient obtained a ¿hi¿ message on the meter . The patient reported using a combination of medications including novolog on a sliding scale, novolog 70/30 and levemir 8 units in the morning. The reporter stated on (B)(6) 2013 at 8 am the patient increased his usual dose of novolog to include 5 additional units. The reporter stated 20-30 minutes later the patient developed symptoms of feeling ¿hot, shaky, sweaty and not feeling good.¿ the reporter stated on (B)(6) 2013 at 12 pm the patient was seen in a doctor¿s office and a blood glucose reading of ¿30 mg/dl¿ was obtained and he was given glucose tablets as treatment. The reporter stated the patient was also advised not to use expired test strips. At the time of troubleshooting, the cca determined the meter was in the correct unit of measurement at the time of testing and his test strips were in good condition. This complaint is being reported because the reporter claims due to the alleged issue the patient increased her usual dose of medication, developed symptoms suggestive of hypoglycemia and required treatment from a healthcare professional. (B)(4).